Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 407652 lead, (B)(6) 2010. (B)(4). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that after a routine device change out the right ventricular (rv) lead had high impedance on the superior vena cava and rv coils. After the device change out the patient developed an infection in the pocket, likely in the thoracotomy pocket.. The implantable cardioverter defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.